Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as "amputation" is a known physiological effect of the procedure. (B) (4) "product unavailable for analysis."

Event description:
(B) (6) - peripheral cutting balloon registry it was reported that the patient underwent treatment with the peripheral cutting balloon in (B) (6) 2003. The single target lesion was a de novo lesion in a location described as ¿distal below knee¿ (left/right not provided) with 3 mm reference vessel diameter, and 10 mm target lesion length. Lesion had 90% stenosis pre-procedure and 0% stenosis post procedure. Vessel tortuosity and calcification at target lesion documented as mild. Lesion morphology: concentric stenosis; soft lesion. One and three month follow up assessments were not reported. At six month follow up "cicatrization" was reported. Target lesion had not remained patient. Surgery was required. In (B) (6) 2004 a below the knee amputation was performed. The 12 month follow up in (B) (6) 2004 indicated no adverse events.